Event description:
It was reported that prior to the transcatheter bioprosthetic valve procedure, when advancing the capsule, the distal white plastic of the valve delivery system stopped advancing and appeared to buckle. After re-loading the valve, the frame did not return to formwhen placed in room temperature saline. Attempts to rewarm the valve frame to its original form were unsuccessful, necessitating the use of a new valve, which was loaded and deployed without issue. No patient complications were reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID evolutfx-26 product lot/serial number (B)(6)mplant date na explant date na product ID l-evolutfx-2329 product lot/serial number (B)(6) ; implant date na explant date na medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to the transcatheter bioprosthetic valve procedure, when advancing the capsule, the distal white plastic of the valve delivery system stopped advancing and appeared to buckle. After re-loading the valve, the frame did not return to form when placed in room temperature saline. Attempts to rewarm the valve frame to its original form were unsuccessful, necessitating the use of a new valve, which was loaded and deployed without issue.